Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing cough, hoarseness and runny nose. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a CPAP device's sound abatement foam alleging visualization of particles in the device. The patient has alleged to experiencing cough, hoarseness and runny nose. There was no report of patient harm or injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experienced cough, hoarseness and runny nose. There was no serious patient harm or injury reported. The device was evaluated in a authorised service center. The external abd internal aspect of the device was inspected and there was no particle contamination was observed. The device's downloaded logs were reviewed by the manufacturer. There was no error found and the device was scrapped based on the customer request.